Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-ID extend I, lot dp079, on galileo echo (B)(4).

Manufacturer narrative:
Immucors product investigation lab confirmed the presence of the s antigen on retention and returned product, lot dp079. The customers submitted sample was tested with retention product capture-r ready-ID extend I, lot dp079, which resulted as negative with all cells. Antibody screen and identification panels were performed on the sample and positive results were exhibited with 1 out of 2 s-positive cells on each panel. Different lots of retention product containing the same donor as lot dp079 were tested and resulted as positive. The customer tested the patient sample using a different lot of test wells and positive results were obtained as expected.